Manufacturer narrative:
The device is in possession of the hospital and the hospital may have discarded it. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited no pacing, no sensing and high out of range pacing impedance measurements greater than 2,000 ohms. The physician suspected a lead fracture, however, this was not confirmed through diagnostic imaging. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.